Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The article was written by deniz cankaya, cemal aydin, dilek karakus, ali toprak, bulent ozkurt and yalçin tabak this information was originally reported on 1825034-2015-04834 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article titled, "isokinetic performance of hip muscles after revision total hip arthroplasty via previous anterolateral approach" which aimed to evaluate the recovery of hip muscle strength after revision total hip arthroplasty using the anterolateral approach and evaluate the clinical and radiographic outcomes of the patients. A patient was identified in the article that underwent a revision procedure on an unknown date. The patient was excluded from the study due to dislocation. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This supplemental report is being submitted to address only one event of the article. The following fields have been updated or corrected with additional/ updated information. The following sections were updated: event type, catalog and lot number, patient and device codes, report source, device evaluated by manufacturer, manufacturer narrative. The following section was corrected: patient identifier: (B)(6). The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, under possible adverse effects: dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions wear and/or deformation of articulating surfaces. Following review, no new risks were identified. (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "isokinetic performance of hip muscles after revision total hip arthroplasty via previous anterolateral approach" a patient was identified in the article that underwent a revision procedure on an unknown date. The patient was excluded from the study due to dislocation. There has been no further information provided and the patient outcome is unknown.